Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 25 mg/dl. Customer reported that her boyfriend called the paramedics after customer was sleeping on the couch and her boyfriend took her blood glucose readings. Customer was in a diabetic coma and does not remember anything about the incident. Customer was hospitalized due to hypoglycemia. Customer was hospitalized for five days. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and insulin pump passed displacement test. Customer was not sure if insulin pump was over delivering and requested for insulin pump to be replaced.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump passed the delivery accuracy test. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.